Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "syringe damaged at the screw thread of the luer tip."

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality engineer for investigation. Upon inspecting the product, damage to the barrel thread was observed. A device history review was performed for reported lot 1812223, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Product undergoes both visual and functional inspections to avoid defects. Although we could not identify a direct issue, it was confirmed the damaged occurred during transport of the product from the injection machine to the assembly feeder. Changes have been implemented in this process to reduce over feeding barrels into the assembly machines and protection in the transport equipment has been updated.

Event description:
It was reported that damage occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "syringe damaged at the screw thread of the luer tip."